Event description:
It was reported that the patient received a vibratory alert and presented to the hospital. Initial interrogation noted that the hv lead impedance was 180 ohms. When the pocket was opened, high impedance was noted from rv-can to ring. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procdedure.